Event description:
It was reported during a percutaneous transluminal coronary angioplasty procedure that during the process of backloading the catheter onto the wire, the tip of the catheter broke. There was no pt injury reported.